Event description:
It was reported that noise was exhibited on this right ventricular (rv) lead. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).